Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was retrieved from the treatment site in the patient. There were no pateient complications reported.

Manufacturer narrative:
Evaluation of the reported medical device was not conducted as the medical device has not yet been returned to the manufacturer as of submitting this report. There are plans for the item to be returned to the manufacturer and a follow-up report will be sent once our evaluation is conducted.

Manufacturer narrative:
Follow-up report #01. Sections b4, d9, g6, h2, h3, h6 and h11. Have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.